Event description:
The core universal driver was sent for evaluation because during a procedure it was alleged the head kept on spinning without user activation. A spare device was used to complete the procedure. There was no clinically significant delay, and no adverse event was associated with the device.